Event description:
An olympus representative reported the ultrasonic screen went off during an unknown procedure. The olympus representative and customer were able to bring the image back by plugging the monitor directly into the wall. The procedure was completed with the same device. There was no patient harm as a result of the event.

Manufacturer narrative:
An olympus field service engineer (fse) went onsite to inspect the device. The fse checked the device's cable termination connectors and found no problems. The fse could not duplicate the reported problem. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The investigation was unable to determine the cause of the failure as the field service engineer (fse) was unable to duplicate the failure. Olympus will continue to monitor the field performance of this device.